Event description:
International affiliate reports when attempting to tighten the viper single inner set screw, the device entered into the pedicle screw head at an angle which resulted in poor positioning of the set screw. As the set screw was removed, threads were torn from the device. The surgeon had difficulty assembling ten additional viper single inner set screws and, as a result, changed from a minimally invasive to an open procedure. As a result of the set screw assembly difficulties, the procedure was extended by two hours and procedures that had been scheduled for later in the day had to be suspended. The patient outcome was reported to have been good although the difficulty is reported to have resulted in much bleeding. Examination of the returned devices found three additional set screws also had threads that were torn from the devices. Mfg medwatch report numbers for all of the set screws with torn threads are: 1526439-2013-20413, 1526439-2013-28172, 1526439-2013-28173, 1526439-2013-28174.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned set screw found its threads were torn. Review of the device history for this product lot found no discrepancies. A twelve month complaint trend analysis found no significant trends. Although the root cause of the thread tearing cannot positively be positively determine,. The damage appears to be related to inadvertent cross-threading during attempted insertion. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of this device and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Concomitant devices: examination of the four concomitant device set screws that were also returned found no defects or anomalies.